Event description:
It was reported that during generator upgrade implant surgery, there was momentary loss of output and pacing rate increase exhibited on the dual chamber pacemaker. It was reported that device was upgraded to an implantable cardioverter defibrillator successfully and the patient remained stable post procedure. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The results found no anomalies.